Event description:
It was reported recapture difficulty and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device & delivery system (wds) were used. The closure device was deployed, but was not in the correct position, so it was partially recaptured. During the partial recapture, it was difficult to recapture the closure device and it ended up perforating the laa. The patient experienced a pericardial effusion, but the procedure continued. The physician fully recaptured and removed the wds and exchanged it for the same size closure device to complete the procedure. The closure device was implanted successfully. Since the patient experienced a pericardial effusion, a drain was placed to get the fluid out. The patient went to the intensive care unit with the drain still in place. The patient remained stable and was eventually discharged home.